Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump failed. The insulin pump stopped delivering insulin twice. The blood glucose reading have been 386 mg/dl to 586 mg/dl. Customer experiencing extreme thirst and excessive urination. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.